Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and perforation ('migration/perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), metrorrhagia ("metorhagia (bleeding b/w periods), device expulsion ("breakage/ expulsion: expulsion. Vaginal discharge ("bladder/urinary problems: vaginal discharge , fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss, headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal) , and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, device expulsion, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight decreased and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, alopecia, device expulsion, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: previously reported essure insertion date : 2010. Patient had experienced another pregnancy on essure which was captured in case number 2020-050945 . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2002: confirm test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event: vaginal hemorrhage added. Rcc note and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and perforation ('migration/perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods),"), device expulsion ("breakage/ expulsion: expulsion."), vaginal discharge ("bladder/urinary problems: vaginal discharge."), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss,"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, device expulsion, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight decreased and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, alopecia, device expulsion, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: previously reported essure insertion date : 2010. Patient had experienced another pregnancy on essure which was captured in case number (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2002: confirm test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), perforation ('migration/perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods),"), device expulsion ("breakage/ expulsion: expulsion."), vaginal discharge ("bladder/urinary problems: vaginal discharge."), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss,"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, device expulsion, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, alopecia, device expulsion, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, perforation, vaginal discharge and weight decreased to be related to essure (ess205). The reporter commented: previously reported essure insertion date: 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2002: confirm. Test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Previously reported event "injury" is replaced with "abdominal pain", events- "menorrhagia (heavy menstrual bleeding), metorhagia (as written) (bleeding b/w periods), general abnormal bleeding, breakage/ expulsion: expulsion, psych injury, pregnancy: ectopic, migration/perforation, bladder/urinary problems: vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes headaches, nausea, weight loss and device ineffective", lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.